Manufacturer narrative:
(B)(4) concomitant products: guide wire: balance middleweight; inflation: medtronic; guide cath: jl; sheath: cordis. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. Resistance with the rotating hemostatic valve could not be replicated as the returned device was not returned in a condition in which the test could be performed. Stent dislodgement was confirmed via returned device analysis. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, mid right coronary artery that was 90% stenosed. The vessel was wired with a balance middleweight guide wire. The lesion was predilated with a 1.2 mm trek balloon and a 2.75x23 mm xience v was placed at the lesion, with minimal resistance felt advancing through the y-connector. On angiography the stent could not be visualized on the balloon. After retraction of the sds from the patient it was confirmed that there was no stent on the balloon. The stent implant was found located in the y-connector and could not be removed. The y-connector was replaced with a new one. The sds and stent implant were discarded and a new 2.75x23 mm xience v stent was deployed at the lesion with success. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.